Event description:
Pt heard a pop sound and now on x-ray you can see pieces of what appears to be the ceramic head around the joint. Revision surgery is scheduled for (B) (6) 2010.

Manufacturer narrative:
Eval summary: no product was returned. The device was in-vivo approximately 9 years before the alleged event occurred. This zirconia head is within the scope of a recall in 2001 due to potential fracturing of the femoral head. The recall is complete and no further manufacture or marketing of the zirconia femoral head 8118 family occurs. The device was implanted before the recall took effect.